Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized as they passed out and not sure about reason. The customer stated that hospital not sure what caused they to pass out. The insulin pump will not be returned for analysis.